Manufacturer narrative:
It was reported that type 2 endoleaks are unrelated to the brand of grafts used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article details: title: the role of the inferior mesenteric artery in predicting secondary intervention for type ii endoleak following endovascular a neurysm repair author: david k. Chew, md, siwei dong, ms, andrew c. Schroeder, do, harold w. Hsu, md, and jan franko, md, phd journal of vascular surgery, volume 70, number 5 doi: https://doi.org/10.1016/j.jvs.2019.01.090. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx and endurant stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the patient group. The following malfunctions were observed in the patient group: type I endoleak type ii endoleak type iii endoleak type IV endoleak type v endoleak